Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 10/27/2021 it was reported by a sales representative via phone that an ar-3670 fibertak implant was inserted into the humeral head and, as the surgeon pulled back, the implant pulled out. This was discovered during use in a bicep tenodesis on (B)(6) 2021. The case was completed by opening a new ar-3670 fibertak implant.